Event description:
It was reported that the patient fell at some point between the original surgery and the revision surgery. Therefore, the implant backed out. The implant was removed at the c3-4 level. The implant was not replaced.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.